Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Health care professional reported "subgranular implant with lobulated contours, evidencing in the qim at 4 hrs a "stair step" sign, often related to intracapsular collapse, with increased echogenicity of the extravasated fluid into the space between the envelope (elastomer) and the capsule," and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health care professional reported "subglandular implant with lobulated contours, evidencing in the qim at 4 hrs a "stair step" sign, often related to intracapsular collapse, with increased echogenicity of the extravasated fluid into the space between the envelope (elastomer) and the capsule," and rupture. The device remains implanted.